Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05300. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. Prior to and during the procedure high/invalid impedance was found on the right lead. As a result, the doctor decided to explant and replace both leads. The doctor also electively explanted and replaced the patient's ipg (with a different model) and the anchors. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05300.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05300. It was reported the patient began to receive inadequate coverage after experiencing a few falls. X-rays were taken and revealed no anomalies. An impedance was performed and revealed high impedance on the patient's right lead. As a result, the patient will undergo surgical intervention to address the issue. Both leads are being reported because it is unknown which lead showed high impedance.